Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info because available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure a puff of smoke was noticed at the working element block and generator stopped working, with a report of "no output". The surgeon completed the procedure with monopolar equipment. The inner and outer resection sheath were not assembled properly which resulted in a saline leakage around the block of the working element. Rear of loop and working element are charred. No injury to the pt was reported. (See MFR report #1519132-2013-00004 for working element).